Manufacturer narrative:
Date sent to the FDA: 1/8/2016. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that following insertion the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/14/2017. Patient code: (B)(4) additional surgical intervention. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy, hysterectomy and bilateral salpingo-oophorectomy. It was reported that following insertion the patient experienced fistulae, urinary problems, neuromuscular problems and vaginal scarring.it was reported that the patient underwent mesh excision on (B)(4) 2015 under (B)(4) at (B)(4).